Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a emerge catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen. A longitudinal balloon tear was identified in the balloon wall. There was tip damage. There were multiple hypotube kinks. There was no evidence of any damage or irregularities contributing to the reported balloon burst, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation. However, the balloon ruptured before increasing the pressure level to 6 atmospheres. The device was completely removed from the patient and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation. However, the balloon ruptured before increasing the pressure level to 6 atmospheres. The device was completely removed from the patient and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.